Manufacturer narrative:
H6) the 9734456 inserter instrument was returned to the manufacturer for evaluation. As reported, one of the two tips has been broken off and was missing. Otherwise, with markers attached and fully seated, the instrument displayed good geometry and divot error readings with normal tracking and verification. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac joint and thoracolumbar spine procedure. It was reported that the tlif/dlif inserter tip broke. The pin that grips the cage of the inserter was broken and could not be grasped normally. The pin that grips the cage on the tip of the inserter broke, so a normal inserter (equipment not for navigation) was used. There was no delay to the case. No reported impact to the patient. The instrument was not broken inside the body of the patient.